Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to a previous service within the last 12 months. Visual inspection identified a cracked lcd screen. Functional testing confirmed the reported error code 45639-0004 upon power up. The probable cause was determined to be damage from the device being dropped, and the lcd screen and main board were replaced to fix the issue.

Event description:
It was reported that the device was showing error code 45639-0004, unable to clear. There was no patient involvement.